Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis with the helix fully extended and meeting product specification. The reported events of inappropriate shocks and noise were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The suture sleeve was found to be shifted distally. The other damage noted is consistent with procedural damage. The reported events of lead dislodgement, inappropriate shocks, and noise were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Through visual inspection and x-ray examination clavicular crush was observed which damaged the optim sheath. The inner coil was also noted to be crushed, but not broken. The conductor cables were revealed to be undamaged. External abrasion of the lead that breached the optim sheath which was caused by friction to another device or feature of the heart was noted. The silicone insulation underneath was revealed to be undamaged.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic after receiving inappropriate high voltage therapy by the right ventricular (rv) lead. At interrogation, episodes of noise resulting in oversensing were observed on the rv lead. During the revision procedure, the rv lead was observed to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.